Event description:
Reported via journal article. It was reported that device movement/shift and a leak occurred. A left atrial appendage closure procedure was performed, and a watchman laa closure device was implanted. Eleven (11) months after initial watchman placement the patient presented with dyspnea, hypertension, and hyperlipidemia. A ccta identified the presence of a failed watchman closure device in the left atrial appendage. The watchman closure device was found to be displaced from the ostium of the laa to posterior of the appendage. The patient was not on anticoagulants at the time. The initial implant case yielded no procedural difficulty, and fluoroscopy indicated adequate position at the end of implementation. Despite the watchman failure, no thrombus complications have been sustained.

Manufacturer narrative:
B3: estimated as (B)(6) 2020 as the online published date for the article is noted as 24 march 2020. Citation: golub, I., lakshmanan, s., calicchio, f., & j. Budoff, m. (2020) computed tomography angiogram: diagnosing device placement failure. Journal of cardiovascular computed tomography, volume 14, issue 6, pages e163-e164. Issn 1934-5925, https://doi.org/10.1016/j.jcct.2020.03.003.